Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
When testing the generator upon receipt, it was noted port 2 on the generator would not heat. No patient was involved or prepped for a procedure. A grounding pad test was performed and confirmed that port 2 did not exceed 19c. The same probe was plugged into a different port and heated without issue. A replacement generator will be shipped and the generator will be returned for repair.